Event description:
Inbound. Patient reported both pumps cadd legacy pumps alarming no disposable after cassette had been started yesterday. Stated switched to new cassette ano pump alarm resolved. Cassette lot number unavailable. No further details provided.